Event description:
It was reported that catheter entanglement occurred. A target lesion was located at a mildly tortuous and severely calcified coronary artery. During percutaneous coronary intervention, an opticross hd imaging catheter was selected for use. However, when the opticross was delivered using 2 wires, there was deformation of the tip upon pushing. It was noticed that wire entanglement occurred. In order to correct the entanglement, the wires had been removed once, and then re-wired. After that, the entanglement was corrected. The device was simply pulled out and completed with another of same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: investigation completed. The device was received for analysis. A damage was observed on the guidewire exit port assembly. No other visual damages were encountered upon visual inspection. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.

Event description:
It was reported that catheter entanglement occurred. A target lesion was located at a mildly tortuous and severely calcified coronary artery. During percutaneous coronary intervention, an opticross hd imaging catheter was selected for use. However, when the opticross was delivered using 2 wires, there was deformation of the tip upon pushing. It was noticed that wire entanglement occurred. In order to correct the entanglement, the wires had been removed once, and then re-wired. After that, the entanglement was corrected. The device was simply pulled out and completed with another of same device. No patient complications nor injuries were reported.